Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. The customer¿s blood glucose was 220 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.